Event description:
It was reported that a clearlink solution set was involved in an upstream occlusion alarm on a sigma infusion pump. This occurred during a patient infusion of 5% dextrose, .45 of normal saline, and 20 meq of potassium chloride at a rate of 500 ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.